Event description:
It was reported that a high impedance message was observed on the patient's device. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that a high impedance message was observed on the patient's device. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.